Manufacturer narrative:
Additional data: d4, d9.

Event description:
No new information.

Event description:
A company representative reported that an es2 nitinol k-wire blunt fractured intra-operatively. It was further reported that a larger incision was made intra-operatively to retrieve the fractured component and additional x-rays were performed. The procedure was completed with a five minute surgical delay.